Event description:
The customer reported the power cord had wires exposed and the strain relief was slipping. No pt injury was reported.

Manufacturer narrative:
The svc rep re-positioned power cable strain relief and re-attached to system. Booted system and checked operation. System operates as intended.